Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device is unavailable for return.

Event description:
Patient reported the button on the infusion device is non-functional. Patient stated one of the side buttons is blocked. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. The pump cannot be sent for investigation due to custom and legal issues in (B)(6).